Event description:
Solution from aptima unisex collection kit got into the operator's eye. The tube did not contain a patient specimen. The operator washed her eye at the wash station and was taken to the occupational doctor in the hospital. Customer requested a list of chemicals in the aptima unisex collection kit solution, and the list from (B)(4) was provided.